Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the first stapler, after closing the jaws produced an incomplete staple line. A second stapler was used and the firing trigger was stuck. The surgeon tried another cartridge but he didn't succeed in reloading it into the stapler. A third stapler was used to complete the procedure. There were no adverse consequences to the patient reported.